Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. The unit was received in a state of lockout as a clip had loaded unconventionally, therefore functional testing was not needed as the complainant's experience could be confirmed. The root cause of the misfiring experienced by the customer may have been the result of insufficient feeder height. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance with 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "the product misfired when trying to apply clips on the duct. It would have difficulty loading a clip or have a dry run, then the next loading cycle would load multiple clips into the channel. The jaws were unable to properly close the clip on the duct and had to be removed and reapplied. Another ca500 was opened up and experienced the same problem. They were able to finish the case with the second ca500, but struggled through it." Patient status - good.